Manufacturer narrative:
Investigation: one photo and one video sample were provided to our quality team for investigation. Upon reviewing the video, a leakage between the connector and the y-site was observed. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. The final product for lot ta11606 is assembled and packaged at a supplier site. We provided the photo and video to the supplier for evaluation and they were able to verify the leakage. Retained samples of lot ta11606 were used for additional evaluation. The product was inspected and no damage was noted on any of the product. Functional testing was performed and no leaks were identified, in all cases the product functioned as intended. Based on the supplier investigation, it was determined this incident likely occurred as a result of excess force used when adhering the connector to the y-site.

Event description:
It was reported that secondary set c62 leaked. This was discovered during use. The following information was provided by the initial reporter: during preparation of cytotoxic drugs, there's a leakage at the connection of the connector with the tubing of the secondary set c62. The pharmacist are using the product and there¿s not physical harm to the user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that secondary set c62 leaked. This was discovered during use. The following information was provided by the initial reporter: during preparation of cytotoxic drugs, there's a leakage at the connection of the connector with the tubing of the secondary set c62. The pharmacist are using the product and there¿s not physical harm to the user.